Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 2 mmol/l and 13 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the meter. A tripped trend review was conducted for the reported complaint and the freestyle optium neo meter, no trends were identified that would indicate any product related issues. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release.unable to review the retain testing as strips expired on 31-oct-14. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 2 mmol/l and 13 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported meter is unknown. All pertinent information available to abbott diabetes care has been submitted.